Manufacturer narrative:
Batch review performed on 18 june 2019: lot: 185488: (B)(4) items manufactured and released on 30 august 2018. Expiration date: 2023-08-21. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: few weeks after primary rsa the glenoid component got loose, reportedly because it had not been possible to get good screw hold at index surgery. There is no reason to think that the cause for loosening is to be sought in a defective device. Other implants involved in the event: batch review performed on 18 june 2019: reverse shoulder system 04.01.0169 glenosphere 36xø24.5, lot: 179109 (k170452). Lot 179109: (B)(4) items manufactured and released on 21 march 2018. Expiration date: 2023-03-08. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm lot. 173420 (k170452). Lot 173420: (B)(4) items manufactured and released on 04 july 2017. Expiration date: 2022-06-18. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 2 similar reported event.

Event description:
About 3 months after primary the entire glenoid construct (baseplate, screws and glenosphere) loosened and dislocated as a unit. Glenosphere dislocated from liner. The surgeon pulled the entire construct out as a unit (base plate was loose from the bone). The surgeon removed and replaced the screws, threaded baseplate, humeral liner and the humeral metaphysis. The surgery was completed successfully.